Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon impacted the femur on during final insertion. 4 in one block not stable when resecting and this lead to slightly off angled chamfers which made impaction difficult. During impaction 2x impactor tips broken. All fragments recovered. Used another attune impactor on shelf. No negative outcomes to patient. Surgical delay of five minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
1. What was the cause of the failure that occurred, where the 4 in 1 cutting block was not stable, resulting in slightly off chamfer cuts? Was the cutting block loose from being inadequately pinned/secured in place? Or was the cutting block deformed bent or damaged in any way that prevented it from sitting stable? Was there any patient injury or patient consequence related to the slightly off-angled chamfer cuts? No issues to the patient in terms of the chamfer cuts being slightly off angled. Related to the surgeon pinning the block and skiving of the saw blade relating to surgeon error. Not related to our instruments at all.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.